Event description:
The customer called and reported he was hospitalized after his spouse found him unresponsive. Customer's blood glucose was 30 mg/dl and he had an irregular heartbeat. At the time of this report, customer's blood glucose was 157 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The reservoir was showing more insulin than what was shown on the status screen. The insulin pump had not been exposed to magnetic resonance imaging. The customer was to see healthcare provider that afternoon and was advised to discuss low blood glucose and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.